Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what is the product code for the linx device that was explanted? Lot number: 12929. Was this the clasp linx or the suture linx? Clasp. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Had a previous nissen fundoplication that was taken down and linx implanted, protonix allergy. How severe was the dysphagia/odynophagia before intervention? Na. Did the dysphagia improve after the device was implanted initially? Progressively worsened. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. What was the reason for removal of the linx device? Dysphagia. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that there was a linx device removed due to dysphagia.

Manufacturer narrative:
(B)(4). Date sent: 02/14/2019. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Additional information received: the DHR for lot 12929 was reviewed. The model number is lxmc14. No ncs, reworks, or defects related to the product complaint were found.